Event description:
Complainant alleged that the medics were treating a pt (age and gender unknown), but the device would not shock in semi automatic mode, nor would it switch to manual mode. There was no indication from the complainant of any adverse effect on the pt as a result of the reported malfunction. Numerous attempts were made to obtain add'l pt and event info from the complainant. All attempts were unsuccessful.